Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1. The home patient's (hp) caregiver (cg) stated that she did not close the unused supply line clamps. The technical service representative (tsr) assisted the cg to clear the alarm. The tsr advised the cg to restart the setup with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the cg regarding the alarm, it was revealed that the hp is doing fine and continuing therapy without issues. The cg verified that they had discussed the alarm and the cause with the nurse. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4).per the customer, the sample was discarded, and the lot number was unknown.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).